Manufacturer narrative:
On (B)(6) 2013, intuitive surgical inc. (Isi) contacted the surgeon who performed the da vinci si hysterectomy procedure involved with this complaint and obtained additional information regarding the reported event. The surgeon indicated that surgical procedure was in progress for about 10-15 minutes before he decided to convert to open surgical techniques. The surgeon indicated that he decided to convert to open surgical techniques because the endowrist one vessel sealer instrument was not sealing and the patient had a huge uterus. The instrument was returned to isi and evaluated. Engineering evaluation was unable to replicate the reported customer complaint that the instrument would not seal. A visual inspection of the instrument showed no damage to the conductor wires. The instrument passed an electrical continuity test from pins to grips. The instrument was also placed on an in-house system for a functional test. The instrument passed an energy test. The system logs were reviewed by isi and 3 attempts at sealing were observed. The seal pedal was pressed for approximately 10, 2, and 4 seconds. The system logs did not show any sealing related errors. No instrument damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci si hysterectomy procedure to open surgical techniques. However, at this time, there is no evidence that an instrument malfunction occurred during the da vinci si surgical procedure. The instrument involved with this complaint was returned to isi and no trouble was found with the evaluation of the device.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon indicated that the endowrist one vessel sealer instrument was not sealing. Due to the reported issue, the surgeon made the decision to convert the surgical procedure to open surgical techniques.